Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the presence of a foreign material on the surface of the balloon. Based on the condition of the returned unit and the description of the event, it is likely that the material found on the balloon of the event unit was residual balloon material that adhered to the balloon during the balloon forming process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: "report from the sales rep: the foreign material was found when the balloon was injected the air. The case was completed with the new one. Initial investigation report: the event unit was returned to us and visually inspected. We confirmed the brawn foreign material like a tissue on the proximal side of the balloon (pic.1). The unit will be returned to amr for further evaluation." Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: "report from the sales rep the foreign material was found when the balloon was injected the air. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. We confirmed the brawn foreign material like a tissue on the proximal side of the balloon (pic.1). The unit will be returned to amr for further evaluation." Intervention: the case was completed with the new one. Patient status: no patient injury.